Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the right motor is locking up and chair drives in circles.